Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome type I and spinal pain indications. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that the pt reported they were getting reposition antenna screen on their recharger (insr) and the poor communication on the pp since a month and half ago. Patient stated he was not sure why the ins was not charging. Patient stated the ins took a "nose dive" patient stated they would call the facility that implanted the device for the ins. Patient stated the hcp that implanted the device retired. Patient services (ps) asked patient to connect with pp and patient said they are getting the poor communication message on the pp screen. Ps reviewed ins longevity and ins in possible overdischarge state. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.  Additional information was received from the patient. It was reported that the implant won't charge and the implant won't turn on. They started noticing the issue about eight months ago. Pt saw their healthcare provider, and it was determined that the current battery is not good and they will need a new one. They will be scheduling surgery for a new ins.